Event description:
End user alleges that while crossing the street, the chair went from green to red, powercycled it and went to green and then shortly after changed to yellow and then red, colors are changing randomly and losing power.